Manufacturer narrative:
(B)(4).

Event description:
The patient was revised due to infection, washout performed and same sizes components reimplanted. Doi: unknown, dor: (B)(6) 2021, affected side: right hip.